Event description:
The customer called to request documentation regarding an insulin pump that was replaced back in (B)(6) 2012. The customer had exposed the insulin pump to an MRI scan, and was subsequently hospitalized due to high blood glucose levels. Unable to obtain further information as the call was disconnected. Called the customer back, but there was no answer. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.